Event description:
The target lesion was the left iliac artery. Heavy calcification, but vessel tortuosity and the rate of stenosis were unknown. Approach was made from the left femoral artery. Initially, a 7f britetip sheath introducer (pi#1, 401-723m) was used but insertion difficulty was occurred and the distal tip became frayed. The 7f britetip sheath introducer was changed to 6f britetip sheath introducer (pi#2, 401-623m), but the same problem occurred. The 6f britetip sheath was changed to another product (details unk) and was able to be inserted in the vessel without problem. The procedure was completed without patient injury. No product return. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging prior to use. The device was handled and prepped per the IFU. It was unknown if excessive force was used with the device during the procedure, but it was reported that the insertion difficulty was experienced prior to the damage on the distal tip. The access site was heavily calcified. No further information was available.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00735 and 9616099-2011-00736. The complaint received states that during an invasive procedure two brite tip sheaths had insertion difficulty and the sheaths became frayed/split/torn in the patient. The target lesion was left iliac artery. The patient was male but age was unknown. Heavy calcification, but vessel tortuosity and the rate of stenosis were unknown. Approach was made from the left femoral artery. Initially 7f britetip sheath introducer (pi#1, 401-723m) was used but insertion difficulty occurred and the distal tip became frayed. The 7f britetip sheath introducer was changed to 6f britetip sheath introducer (pi#2, 401-623m), but the same problem occurred. The 6f britetip sheath was changed to another product (details unk) and was able to be inserted in the vessel without problem. The procedure was completed without patient injury. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging prior to use. The device was handled and prepped per the IFU. It was unknown if excessive force was used with the device during the procedure, but it was reported that the insertion difficulty was experienced prior to the damage on the distal tip. No further information has been available to date. There was no report of injury for the patient. The complaint products will not be returned. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15380611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. (B)(4) was generated for lot 15380611 due to an out of control point for the graphic of pull test data (control chart) doboy sealer 15512e. (B)(4). However these values were found into value range according to 7-503-193 rev. 43. The lot was accepted per specifications and the (B)(4) was closed. This out of control point bares no relation to the complaint reported. The molding cannula and molding cannula tip parameters were reviewed and no anomalies were found. The fpi /lpi molding cannula results and the fpi / lpi molding cannula tip results were reviewed and found to pass. Expiration dates of materials assigned to the molded cannula were reviewed and no anomalies were found. The receiving inspection records for the used polyethylene, h.d part: 2951375 lot: 201101170116, the receiving inspection records for the used color con. White part: 2721201 lot: 15324091 and the receiving inspection records for the used coextruded cannula bts #6 part: e7119500 lot: 15358076 were reviewed, and these lots were deemed acceptable. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226984 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15226984. The molding cannula and molding cannula tip parameters were reviewed and no anomalies were found. The fpi /lpi molding cannula results and the fpi / lpi molding cannula tip results were reviewed and found to pass. Expiration dates of materials assigned to the molded cannula were reviewed and no anomalies were found. The receiving inspection records for the used polyethylene, h.d part: 2951375 lot: 201006210160, the receiving inspection records for the used color con. White part: 2721201 lot: 15202386 and the receiving inspection records for the used coextruded cannula bts #7 part: e7119501 lot: 15194498 were reviewed, and these lots were deemed acceptable. With the information available and without the product available for analysis, the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the events based on the limited information available. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.